Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital h6. Investigation summary: bd received twenty (20) samples, four (4) videos, and one (1) photo for investigation. The photo and videos were reviewed and the customer¿s indicated failure mode for blood pooling in the well of the stopper was observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for blood pooling in the well of the stopper with the incident lot was not observed. 20 customer samples were subjected to a draw test and a visual inspection to inspect any pooling within the well of the stopper. 0 of 20 customer samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of blood pooling in the well of the stopper based on the photo and videos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, blood pooling in the well of the stopper occurred twice. There were no health impact or consequences reported.